Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "right side severe pain, doubling in size and the patient has since discovered that the implants have ruptured". The device has been explanted.